Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) provided troubleshooting options to identify the cause of the out of range shock impedance measurement. The patient has had two previous non-invasive programmed stimulation (nips) and the results were normal. A review of the shock impedance trend showed measurements ranging from 70-80 ohms. Additional information indicated that the clinic is aware and no plan of further action was provided to the field representative. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.